Event description:
Pt reported that she went to the orthodontist to receive her first two invisalign trays. She noticed at the time that the box said teen. When she asked about it she was told that all invisalign were labeled that way. Pt stated that as the assistant tried to apply the top tray to her teeth it was very difficult but was able to get them on. The bottom tray, she reported, was so difficult that the orthodontist himself had to put it on. She alleges that he used excessive force to put them on, but was finally able to do so. At that time the pt stated she did fell discomfort, but took the orthodontist's word that it was normal. She reported that she went home and followed instructions. That evening she began to notice her neck swelling in her lymph node area and a sore throat. The next morning when she tried to remove the trays they were stuck to her teeth. She described them as feeling as though there was an adhesive applied to them. When she finally took them out the tray cracked. She also reported irritation, swelling, and inflammation of the gums and her left back molar chipped. She went back to the orthodontist who allegedly told her that they can file her teeth to fit the invisalign trays and glue the tray back together. The pt plans to seek an second opinion.